Event description:
It was reported that during an unk procedure, there was an incomplete staple line. With two successive staplers during the same procedure, the surgeon reported a failure of the staples, without providing further details, despite several calls and emails. In both cases, the methylene blue test revealed a 1 cm gap of the anastomosis, without staples. No details on the resolution of the issue were provided by the surgeon: he stated that he doesn't clearly remember the event. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.